Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted to treat a walled-of-necrosis (won) during a procedure performed approximately three weeks prior to (B)(6) 2021. On (B)(6) 2021, during a routine follow up for necrosectomy, tissue ingrowth was noted through the cover of the stent. The physician performed radiofrequency ablation (rfa) to be able to remove the stent. No patient complications were reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.